Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having to go to the emergency room on 3 different occasions and was hospital in one of those occasions. Customer does not remember time and date of hospitalization, but states that blood glucose was 600 mg/dl. Customer was released after blood glucose was stabilized. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that time and date were not correct. Troubleshooting could not continue as call was disconnected during high pressure test.